Event description:
It was reported that the generator showed error code 1 on the screen. No additional information was available. There was no patient consequence reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator was received at the international service center. The complaint has been confirmed. Based upon the inquiry info received visual and functional examination, the unit was found to require replacement of te generator pcb assembly. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.